Event description:
It was reported the patient is experiencing difficulty charging her scs system due to the sitting position of her scs ipg after she lost weight. A charging belt has been sent to the patient. Follow-up identified the patient is being referred for an ipg pocket site revision to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.